Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that a pen ndl 31ga 5mm 100bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the patient end broke off into his stomach and the insulin then ran down from the injection site. The patient went to the ER for an x-ray but the needle was not found and the consumer is in pain. Verbatim: consumer stated, when taking injection, he felt insulin running down his injection site because the patient end broke off in his stomach. Stated, he went to the emergency room. Stated, an xray was done but no needle was found. Stated, he is in pain. Stated, he refused medication for pain because he is a recovering addict. Stated, he was referred to a surgeon and his appointment is today. Stated, he's getting a lawyer and bd should be hearing from his attorney".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31ga 5mm 100bx 1200 USA broke at the cannula during use. The following was reported by the initial reporter: "it was reported that the patient end broke off into his stomach and the insulin then ran down from the injection site. The patient went to the ER for an x-ray but the needle was not found and the consumer is in pain. Verbatim: consumer stated, when taking injection, he felt insulin running down his injection site because the patient end broke off in his stomach. Stated, he went to the emergency room. Stated, an xray was done but no needle was found. Stated, he is in pain. Stated, he refused medication for pain because he is a recovering addict. Stated, he was referred to a surgeon and his appointment is today. Stated, he's getting a lawyer and bd should be hearing from his attorney."